Event description:
Additional information was provided by the customer: on (B)(6) 2025, the duodenovideoscope tested positive for 27 colony forming units (cfus) of unspecified microbes in all channels and distal end. On (B)(6) 2025, the device was retested and found 15 cfu of unspecified microbes in the distal end. On (B)(6) 2025, the device was tested again and found 20 cfu of unspecified microbes in all channels. On (B)(6) 2025, the device was tested again and found approximately 5 cfu of unspecified microbes in all channels.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5, h2, h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.